Manufacturer narrative:
(B)(6) 2011: revision of the pocket: change of the pocket position from subcutan to submuscular (slim patient). Replacement of the device (a155) because of near eri ((B)(6) 2011: mol 2, 2.56 v, charge time 11.8 sec). No allegations against the device.

Event description:
Boston scientific received information that a revision procedure was performed. This device was removed due to reaching elective replacement indicators (eri). When the pocket was opened, liquid drained from the area. It was thought there was a pocket infection, however the patient with this system was asymptomatic. Antibiotics were prescribed. The pocket was irrigated and the leads were reconnected to the replacement device (f110). The replacement device was implanted from the subcutaneous to submuscular body location. Acceptable measurements were obtained post procedure. No adverse patient effects were reported.